Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted in the esophagus to treat a benign esophageal stricture during an ultraflex esophageal stenting procedure performed on (B)(6) 2025. During the procedure, the stent partially deployed. The procedure was completed using another ultraflex esophageal stent. There was no patient complications reported as a result of this event, the patient condition was reported to be stable. Note: it was reported that the ultraflex esophageal stent was used to treat a benign esophageal stricture. However, per the ultraflex esophageal ng stent system stent system directions for use, the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex esophageal ng covered stent system is also indicated for occlusion of concurrent esophageal fistula. The device is not indicated for the treatment of benign esophageal stricture.

Manufacturer narrative:
B5 has been updated with additional information received on 03jun2025. H6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted in the esophagus to treat a benign esophageal stricture during an ultraflex esophageal stenting procedure performed on (B)(6) 2025. During the procedure, the stent partially deployed. The procedure was completed using another ultraflex esophageal stent. There was no patient complications reported as a result of this event, the patient condition was reported to be stable. Note: it was reported that the ultraflex esophageal stent was used to treat a benign esophageal stricture. However, per the ultraflex esophageal ng stent system stent system directions for use, the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex esophageal ng covered stent system is also indicated for occlusion of concurrent esophageal fistula. The device is not indicated for the treatment of benign esophageal stricture. Additional information received on 03jun2025: the stent was not inserted through the working channel, the technique used was the over-the-wire system. It did not open during the deployment phase. It seemed to be stuck within its own delivery system and only a very small portion of it was opening. Additionally, the patient's anatomy was not tight, and no dilation was performed prior to stent placement.